Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿door open¿ failure was confirmed, attributed to a faulty ail assembly. On 10oct2024, the pump module was received unboxed and with paperwork. The top of the rear case exhibited old adhesive. An internal visual inspection of the source device did not identify any physical issues with the ail assembly or connections. Testing demonstrated the pump module door sensing open once the ail assembly was replaced with a good known part. The pump module will be returned to bd san diego repair center for normal processing and to replace the ail assembly. The report of the investigation to be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had door open error. There was no patient involvement.

Event description:
It was reported that the device had door open error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: the field technician stated issue of ¿door open¿ failure was confirmed, attributed to a faulty ail assembly. ¿ on 10oct2024, the pump module was received unboxed and with paperwork. The top of the rear case exhibited old adhesive. ¿ an internal visual inspection of the source device did not identify any physical issues with the ail assembly or connections. ¿ testing demonstrated the pump module door sensing open once the ail assembly was replaced with a good known part. ¿ the pump module will be returned to bd san diego repair center for normal processing and to replace the ail assembly. ¿ the report of the investigation to be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.